Event description:
It was reported that the ventilator generated alarms indicating a high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The claimed issue was related to high o2 concentration alarm. There was no patient harm. Identification of issue has been done by analyzing problem description and service report. The issue was reportable based on available information as claimed issue may have underlying causes, which represent a reportable event. Unfortunately, no further information was available as the customer resolved the issue himself. Therefore, the root cause of the issue has not been determined. H3 other text : 4117.